Event description:
The reporter states that they were unable to inflate the balloon with more than 15 to 20 cc of fluid. It is unk whether an inflation pre-test was performed, or if all of the air was removed from the balloon prior to the inflation attempt. The balloon was deflated, removed and reinserted. Multiple attempts were made, and as a result a minimal amount of bleeding from the rectal area was noted, which was resolved when insertion attempts stopped. No untoward effects to the pt. (B)(6).

Manufacturer narrative:
Based on available info, this event is deemed a reportable malfunction. The device did not perform as intended in pre-use testing. No additional info has been provided to date. A return sample for eval is not expected. Should additional info become available, a f/u report will be submitted. (B)(4).